Event description:
Patient reports the front tooth has shifted upward since starting the aligner treatment, has always had a gap between the bottom and top, noticed white blanching of the gums above the concerned tooth, and this is not according to the treatment plan. Note: byte cst (clinical support team) noted unplanned intrusion is present on tooth #8 per photo review and advised 2-week rest.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.